Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. The cause of the elevated bg was unknown. Customer changed pump supplies and administered a manual injection to address bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.